Event description:
It was reported that during device preparation, the stylet was difficult to remove. Once removed, the balloon was damaged, so the device was set aside for return. There was no patient involvement and no clinically significant delay in procedure reported. Another nc trek was used successfully to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis so the reported difficult to remove stylet was not able to be confirmed. However, based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.